Manufacturer narrative:
(B)(4) the complaint rt380 adult dual-heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that two rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4) method: two rt380 adult dual heated evaqua2 breathing circuits were returned to f&p healthcare in new zealand for investigation, where they were visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned breathing circuits. Leak testing confirmed that the breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned devices. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in south korea that two rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before patient use. There was no patient involvement.